Event description:
Customer reports rash on face diagnosed as impetigo. Md seen on 3 different occasions. The customer received 1 round of antibiotics for all 3 visits and 2 unspecified ointments for 2 of the visits.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It has been identified that the customer did not follow the proper handwashing procedure as outlined in the instructions for use (IFU).